Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
Although the difference between blood glucose readings on the contour next link, when compared with the hospital meter and the doctor's meter were not considered to be clinically significant, the advocate felt her husband's meter was reading too high. He uses an insulin pump, and on one occasion at home, in the morning, his blood glucose was 37 mg/dl on the meter. He was incoherent and the advocate gave him a glucagon injection. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.